Event description:
One month after I got started having bad anxiety, panic attacks, wind in my brain, depression, never thought is was essure. My "no" just passed and thought I was just going through it. Well then I have severe pain everywhere first started in my hips when laying on my side then the pain went down my legs to my toes. My eye sight has gotten way worse. I have no energy, its gone, I can barely walk anymore. I'm only (B)(6) and have 5 kids to care for. It's just getting worse. I feel like I'm slowly dying. Then I started getting these labor like pains that feel like someone is stabbing me. I'm to young for this. Please help. And my hair is falling out.